Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had his insulin pump for a quite a few years. Customer stated that he had an unexpected restart alarm. Customer stated that it started counting again and had him reset the date and time. Customer's blood glucose was 266 mg/dl. Customer treated with a bolus using the pump. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the alarm is recurring during normal pump use. Customer was advised to monitor the pump.